Event description:
It was reported a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. To resolve the issue, the pump, which was under warranty, was replaced by technical support. The customer agreed to use an alternate form of insulin therapy, specifically multiple daily injections (mdi), while waiting for the replacement. The customer was also instructed on how to put the malfunctioning pump into storage mode and understood the process for returning the pump using a pre-paid label within ten days.